Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm, pn: 380647-27) was analyzed and failure analysis investigations was able to replicate and confirm the reported issue. When the unit tested on an in-house system, it failed normal mode as it triggered errors 31087 and 31009. The unit does not recognize various instruments used during testing (large needle, bipolar forceps, sureform 60 and stapler 30). Remote fe logged errors of 31087, 25930 & 22020. During inspection, presence pins were fine, no discrepancies found on axes controller, carriage logic (accl), axes controller, carriage rfid (accr) and flat flex cable (ffc)s. The unit tested on pftp, and it passed all required tests, except yaw sensors check. Accl, printed circuit assembly (pca), accr pca and presence pins will be replaced as a fix to the reported problem. Carriage will be upgrade to -16 per (B)(4). The complaint regarding the site was having recognition issues on their scope when installing on usm 2 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site was having recognition issues on their scope when installing on universal surgical manipulator (usm) 2. Staff reported the issue also occurred on (B)(6) 2022 and (B)(6) 2022. Technical support engineer (tse) viewed logs and found several 282 errors for usm2. Tse noticed the issue occurred on two different scopes. Unable to troubleshoot issue since case was already completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed they were able to reproduce the reported issue. Fse replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. The complaint regarding the site was having recognition issues on their scope when installing on usm 2 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: an usm was experiencing recognition issues after the start of the procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.